Manufacturer narrative:
(B)(4). The response addressing the request for additional information regarding report 1416980-2015-00342. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of 02/17/2014 and 02/19/2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed via microscope, a white particle was noted approximately 0.20 mm in size. The particle was noted in the fluid of the reservoir. A fourier transform infrared spectroscopy was performed and the particle was identified as polyester material. Should additional relevant information become available, a supplemental report will be submitted. The cause could not be determined. A CAPA was opened to address this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a there was a particle in the reservoir of a half day infusor. This was noted after the device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.